Event description:
The service report shows the customer reported that the 840 ventilator was inoperable. There was no pt involvement. The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The covidien customer support engineer (cse) was only authorized to upgrade the software to the current revision. The unit passed extended self-testing. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).